Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced. Lead showed adequate bipolar sensing but total loss of unipolar and bipolar capture at 10v. Bipolar lead impedance was approximately 2500 ohms. It was unclear what caused the lead performance issue. No adverse patient events were reported. Should additional information become available, this file will be updated.